Manufacturer narrative:
It was reported that there was an articular effusion in the knee that was punctured. The patient now has epidermitis and a possible infection. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that there was an articular effusion in the knee that was punctured. The patient now has epidermitis and a possible infection. A revision surgery is planned to exchange the poly inserts.